Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that after an intraocular lens implant surgery, she is having problems with her vision. New information received from the patient's caregiver stating the patient experienced posterior capsular tear to the left eye. The patient needed a vitrectomy with removal of lenticular mass surgery which was done the next day as a secondary procedure. Additional information has been requested.